Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2003, the patient was pre-operatively diagnosed with c4-c5 degenerative disc disease. He underwent the following procedures: c4-c5 anterior cervical discectomy and fusion. Insertion of cage, c4-c5. Bone grafting, c4-c5, using rhbmp-2/acs. As per op-notes, ¿we then carried on with discectomy in the usual fashion and roughening of the end plates. Once this was accomplished, we then inserted rhbmp-2/acs against the posterior aspect of the vertebrae and the posterior longitudinal ligament, as well as a portion of the rhbmp-2/acs laterally on both sides. The disc space was measured to approximately size 7 mm. We therefore, inserted a 7 mm cage with rhbmp-2/acs in the middle. This inserted quite easily. We then placed rhbmp-2/acs on the anterior aspect of the vertebra.¿ post-operatively, the patient alleged unspecified injury due to the use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.